Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump keeps asking to insert a new battery and customer using the brand new battery cap, but the insulin pump did not turning on. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer called back after receiving a new battery cap. Customer stated that the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and motor had moisture damage.